Event description:
It was reported that the core impaction drill heated up during a case. A back-up device was used to complete the case with no patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Upon visual examination, it was discovered that the contact pins in the motor cartridge were corroded. Upon disassembly, it was found that the bearings on the driveshaft assembly and roto assembly don't turn smoothly.